Event description:
The destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that there were obvious bearing wear issues with the lvad and the device has stopped. She stated, that it was the end of life for the device. It was also reported that the pt had experienced several yellow wrench alarms and when the alarms started to occur every few mins, the hospital staff placed the pt on pneumatic support using a stroke volume limiter (svl) and drive console. The pt remains stable and is currently awaiting a heart transplant.

Manufacturer narrative:
The pt remains stable on pneumatic support and is awaiting a heart transplant. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.